Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm prograsp forceps instrument to perform failure analysis. The instrument was analyzed and it was found to be functional. The instrument passed the recognition and engagement tests. It moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. Additional observation(s) : the instrument was found to have thermal damage on the main tube. The damage was located where the main tube and distal end meet. The prograsp forceps instrument does not have a conductor wire nor releases energy. A review of the system logs indicated that an 8mm monopolar curved scissors (mcs) instrument was used with the non-energy instrument. The 8mm monopolar curved scissors (mcs) instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The probable root cause of thermal damage on main tube of non-energy instrument is typically attributed to the user. This may result from inadvertent collisions between the two instruments. Thermal energy was conducted on the main tube, resulting in visible thermal damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument was not working correctly. It moved in one direction but did not move in other direction. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The quality engineering (qe) team of intuitive surgical inc., (isi) re-evaluated the complaint. Following additional information was obtained : when monopolar/bipolar energy instruments are used in proximity to non-energy instruments, potential arcing can occur, which may lead to damage to adjacent instruments. While the probable root cause cannot be determined since the product was not returned for failure analysis, the thermal damage observed on the prograsp forceps instrument may have been caused by inadvertent collisions between these two instruments, resulting in visible thermal damage.